Manufacturer narrative:
The system software will not allow the unit to switch from micropulse mode to continuous wave mode unless the unit is in standby mode and the settings are changed manually. Iridex has not been able to reproduce a failure where a laser console switches modes while the console is in treatment mode. In this case, the user reported the power settings used as follows: power 700 mw, pulse duration 200 ms (at 5% duty cycle) and the spot size was 125 micron. The user did not indicate what interval was used and it is possible that the interval was not selected when the settings were entered. If the duty cycle of 5% is selected, the default interval is 1.9ms. If the duty cycle was not entered, the interval would default to the last interval set in the system. In the latter case, it is possible that the exposure may have exceeded what was intended. However, this is not confirmed and failure analysis on the unit has not been completed.

Event description:
Iridex received a report which alleged that during a procedure a console (iq532) was set in micropulse mode however fired in continuous wave mode. This resulted in a macular burn. In conjunction with the iq532 console a slitlamp adapter (sla), serial number (B)(4), was used as a delivery device.